Manufacturer narrative:
The navio, handpiece, part number 110137 sn: (B)(6) intended for treatment was returned for evaluation. The reported problem was visually confirmed. The nut is broken from the lead screw carriage. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to the broken snap lock. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a mechanical component failure of the snap lock nut. As part of corrective actions, a new and more robust design of the snap lock has been released.

Event description:
It was reported that during a navio preventive maintenance, it was found that the lead nut screw from the handpiece was broken. No patient was involved. No other complications were reported.